Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the hysterofiberscope exhibited a foreign object on actuator body. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Foreign material in the control section main unit was confirmed. The foreign object was unable to be identified. It is unclear if there was any deviation in the reprocessing procedures written in the instruction manual. The hyf-1t comes with a cleaning manual, and the reprocessing method is described in the cleaning manual. Olympus will continue to monitor field performance for this device.